Manufacturer narrative:
(B)(4). The patient required an additional procedure to replace the device as a result of the product problem. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the catheter was placed in the patient without difficulties. A while after the patient was moved to their room, it was noted by the medical staff that the hub separated from the catheter. The physician removed the device and placed a new device. No harm to the patient was reported as a result of this product problem.